Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The unspecified target lesion being treated was located in the circumflex. Predilation was performed with an unknown 3.0x16mm balloon. The physician advanced the 3.5x16mm liberte bare stent to the lesion but, felt resistance. It was also noted that the guide catheter involved was reused. The physician removed the stent and exchanged the guide catheter (non reused one). Once in the coronary, the stent dislodged from the balloon in the left main making it impossible to be implanted. Retrieval of the stent with a snare guide was attempted but, without success. The physician began an anti-clogging therapy. The patient was placed on clopidogrel and aspirin for a year. Thus far the event is controlled.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).